Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Primary audible alarm background (bgnd) test was verified in the event history log. The customer did not return the device; it was repaired at the customer site. As a result, further complaint investigation / product evaluation and problem confirmation cannot be performed. A corrective and preventative action has been opened to address the reported issue. The customer stated that they replaced speaker to resolve the issue.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a primary audible background test alarm before infusion. No adverse effects were reported.